Manufacturer narrative:
Reported event of gauge reading incorrectly. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during an esophagogastroduodenoscopy (egd) in the esophagus performed on (B)(6) 2014. According to the complainant, upon preparation, outside the patient, they noticed that the pressure gauge on the syringe did not work. It was confirmed that the needle would not move during inflation and the gauge was reading inaccurately. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine as there was no harm to the patient.